Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing low blood glucose levels for the past week. The customer also stated that she experienced a low blood glucose reading of 22 mg/dl while she was at a health care facility. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Nothing further was reported.